Manufacturer narrative:
(B)(4). The ventilator was evaluated by a third party service provider. The service provider reported that the compressor printed circuit board (pcb) was replaced, which resolved the issue. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the 840 ventilator's compressor was inoperable. The ventilator was not on a patient at the time of the event.